Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring urinary incontinence. The device was explanted. Upon explant, it was identified that the there was a hole in the previous cuff. The device was replaced. No further patient complications were reported.